Event description:
It was reported that the caller recalibrated the stylus, but the screen, when scrolling through list of devices, did not respond. Technical support (ts) suggested disconnecting and reconnecting the stylus. The caller had replaced the stylus and recalibrated it with the result being no improvement. It is noted this was especially bad when trying to access drop down menus or vertical scroll bars (model select scroll bar on home page). The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus will not calibrate. Stylus was responsive but not aligning with the arrow curser. Overlay found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID, 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.